Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter; product ID 8578, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was stated that the pump cracked and the pressure caused the catheter to break. Nothing unusual was going on except for a loss in therapy. It was unknown what diagnostics or troubleshooting occurred. The pump was picked up by the manufacturer representative (rep) on 2017-dec-20 and would be sending it back to the manufacturer on 2017-dec-21. The issue was noted to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Weight: updated to reflect the patient's reported weight provided on 2018-jan-08. Describe event or problem: updated to reflect the information reported on 2018-jan-08. (B)(4). Added to reflect the information received on 2018-jan-08 *pump has be returned for evaluation, but evaluation is not complete at this time*if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-08. The patient provided their height, weight, age, gender, and race. The patient reported that they walked approximately 9 miles per day. The patient also reported disabling chest pain since 1999. The patient reported their pump implant history with an implant on (B)(6) 2004, replacement on (B)(6) 2010, and a second replacement on (B)(6) 2016. The patient reportedly experienced no change in therapy. Initially, in 2004, the patient received 20 mg/day morphine in stepped doses @ 40 mg/ml w/ 3% bupivacaine to discourage granuloma. It reportedly took one year to gradually arrive at the ideal dose. Following the pump replacement on (B)(6) 2010, the patient's medication was still at 20 mg/day @25 mg/ml but the bupivacaine was omitted because their pain management physician said granuloma was no longer a risk after a year with a catheter. The patient's stepped doses were discontinued because the patient's physician felt they were difficult to program. The patient's intrathecal rate was reduced to 18 mg/day in late 2010 and then again in 2011 to 16 mg/day, both at the patient's request. In late 2014, the patient's new pain management physician reduced the pump rate to 15 mg/day with a corresponding increase in oral medication to discourage catheter neuroma. No fluoroscopy was performed since the patient's 2010 pump replacement; fluoroscopy had been performed annually by the patient's first pain management physician. The pump remained at 15 mg/day at 25 mg/ml after (B)(6) 2016 pump replacement. Two (2) pump refills occurred following this replacement. The patient noted no changes, car accidents, falls, or other issues other than normal bumping into people, which the patient noted did not occur at the pump area, their entire left side, or at the catheter entry in the lower spine. The patient reported that beginning on (B)(6) 2017, they had violent vomiting, diarrhea, and chest and abdominal pain for five days. On (B)(6) 2017, the patient visited the ER and was diagnosed with a likely pump break/malfunction, though it was noted that the ER did not have any medtronic equipment. The patient was referred to a different ER where they were an inpatient from (B)(6) 2017. According to the patient, the inpatient staff doctors and the neurosurgery operating staff reported that imaging had revealed that the pump was "fractured" and the spinal catheter was "broken", though it was unclear if one occurred before the other or if they happened simultaneously. The patient reported that, per the records they have of the pump failure event, indicate that the pump was turned off on (B)(6) 2017 when their pain management physician came to see them on their fourth day of being an inpatient. The patient returned to have their pump explanted in an outpatient procedure on (B)(6)2017. The neurosurgeon who implanted their pump on (B)(6) 2016 performed the procedure. According to the pathology notes from (B)(6) 2017, the pump and 4 fragments of the patient's 2004 catheter were removed. According to the patient, who heard of the issue through their roommate who spoke with the neurosurgeon, the neurosurgeon was unable to remove all of the pieces of the catheter for concerns that further damage would be caused to the patient and their recovery period might be extended. The patient later experienced unexplained lower back pain. The patient was also concerned that the remaining intrathecal pieces might interfere with future pump catheter insertion and function, or with the patient's spinal health. It was later understood by the patient that the remaining catheter pieces were in the patient's back muscle and not in the intrathecal space. The patient reached out to the neurosurgeon, who wrote a detailed note in response to the patient's concerns, but the patient has been unable to obtain the neurosurgeon's notes addressing the catheter status or the hospital's pump removal records. The explanted pump and catheter were ordered for immediate destruction, but the assistant pathologist located the pump before it could be destroyed. In response to questions about if the issue had been resolved, the patient reported that the malfunctioning pump and the broken catheter were mostly gone. The patient did not have a new pump implanted and was without pain management or medication after 18 years of successful pain management therapy. The patient reported that they were unable to work or buy prescriptions unrelated to pain since the pump failure. The patient also reported that social security found them fully and permanently disable since the pump and catheter fracture. According to the patient, the manufacturer's representative (rep) had not heard of the issue until they reached out to the rep. The rep was reportedly handling retrieval and return of the pump. The patient provided contact information for their prospective pain management physicians. The patient also provided a letter from her first implanting doctor to medicare requesting approval of benefits on behalf of the patient dated (B)(6) 2005. The letter reported that the patient's home was located in proximity to a diatomaceous earth quarry and as a result was diagnosed with: bilateral reactive pulmonary silicosis, bilateral pulmonary calcification and fibrosis, bilateral multiple rib fractures with non-union (secondary to the silicosis, calcification, and fibrosis), bilateral multiple thoracic neuropathies/radiculitides/radiculopathies resulting in complex mixed nociceptive/neuropathic pain syndrome (secondary to the silicosis, calcification, and fibrosis), and medicare disability secondary to the above related incapacitation. The letter describes the patient's lack of therapeutic effect from oral opioids and pharmacological protocols prior to the patient's first pump implant. The letter then describes the significant symptomatic improvement that occurred following the pump implant with the patient's overall level of function improving significantly. According to the letter, the patient's diagnosis of thoracic neuritis and complex regional pain syndrome involving the thoracic cage merited coverage by medicare guidelines. The patient also provided a session report from their last pump refill prior to the failure dated (B)(6) 2017. The patient's pump medication at the time was 25 mg/ml of morphine at 15.386 mg/day. The estimated eri at the time of the refill was 76 months. The low reservoir alarm date was noted as (B)(6) 2017 with a note to contact the patient's physician about (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 25 mg/ml morphine at approximately 15 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump "fractured" and the catheter broke in the patient's spine. The patient was admitted to the hospital on (B)(6) 2017 through the emergency room and spent a week at the hospital. A surgeon had to remove the pump and catheter on (B)(6) 2017. There was a long incision on the patient's back so the surgeon could try to take all of the equipment out, however the surgeon could not take everything out because "he was causing more damage than good". It was noted the hcp left "some things" in the patient. No further issues were reported or anticipated.